Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had occasional p-wave undersensing and oversensing during arrhythmias. Follow up with the physician's office indicated that no intervention has been done. The lead remains in use. No patient complications have been reported as a result of this event.